Event description:
This report summarizes (B)(4) malfunction events in which the device reportedly overheated. - (B)(4) events had no patient involvement; no patient impact. - (B)(6) events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: (B)(4) events were reported for this quarter. Product return status: (B)(4) device was received. (B)(4) devices were evaluated based on historical data analysis. (B)(4) device investigation type has not yet been determined. Additional information: (B)(4) devices were not labeled for single-use. (B)(4) devices were not reprocessed or reused.

Event description:
This report summarizes 153 malfunction events in which the device reportedly overheated. 126 events had no patient involvement; no patient impact. 27 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 153 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 151 devices were evaluated based on historical data analysis.